Event description:
Rented an eclipse 3 sequal portable air compressor from lifecare solutions, twice, both times the machine failed to work, redlight - high pitch beep and it turned itself off. First rental was for (B)(6) 2013. We were without oxygen for 2 days, while we waited for lifecare solutions to correct the problem. The compressor was originally delivered to us hours before we needed to meet our flight. We were therefore, unable to test it for proper use. Also the three batteries that are necessary to use while flying were not charged. This compressor failed immediately to operate on the plane. As well as the carrier was broken at the handle not properly expanding, requiring it to be carried. This incidence was immediately reported to (B)(4), manager at (B)(4), upon our return home. I explained the above noted in detail to mr (B)(4). I also stated that we were scheduled to travel to (B)(6) on (B)(6) 2013 for a medical conference. Mr (B)(4) gave me his word that he would oversee our rental and that we would get the compressor on monday prior to our departure. We didn't receive it on monday nor tuesday. Tuesday, I called and left a message for (B)(4) requesting a status report on our rental. I called again on wednesday, three times and finally it arrived at 7:00 pm less than 12 hours from our scheduled flight. This time it worked on the plane, however, the batteries only work for 2 hours, whereby the manufacture's info states it can run on a battery for 3 hour. We still needed to charge one of the batteries. A call was made to (B)(4)on friday, (B)(6) 2013 reporting the issue, the exact same issue as the first time we rented from (B)(4). The compressor when turned on after fifteen minutes would give off a high pitched beep, red light would flash then it would go off. I repeatedly tried to get it to work to no avail. As well as having no instructions with it, I had little that I could do. I was calling and leaving messages specifically for (B)(4) since he had given me his word after the first incident. (B)(4) did not return my call until sunday afternoon. I had made many calls requesting shipment details since by sunday, we had not received the compressor. Everytime I would call asking to speak with (B)(4) to no avail. Everytime I was told the compressor was shipped "overnight" we would receive it the next day. Without the compressor it was unsafe to fly home. Eventually, the compressor a new model, may I add, was received by 11:00 monday morning. By this time we had to cancel our flight home that was scheduled for sunday afternoon and there were no available seats for a monday flight therefore, we were stranded for another day. Two extra days, each morning packed and ready to go in good faith, according to what (B)(4) representative told me. Every day without the oxygen was a terror for me. I was rationing the baby's formula, his clothes's food. Not getting any honest answer from lifecare solutions was extremely frustrating. There is a lifecare solutions office in (B)(6) that could have serviced us quickly had (B)(4) implemented that plan but instead we waited for a shipment from (B)(4). I currently still hold the replacement compressor that worked as expected during the night and on the plane. We have another medical appointment on (B)(6) and I am fearful that if I relinguish this current compressor I have no faith that we will be given a properly evaluated compressor one in (B)(6). Therefore, I suggest that we continue to keep the portable model meets all of our needs better than the oxygen tanks and the huge compressor is very noisy and heats up the room. I expect a phone call with the decision from (B)(4) regarding the oxygen tank exchange. Please see attached the room and food expenses accrued for the two days that I expect to be reimbursed from (B)(4). Additional info: date of problem occurred: (B)(6) 2013.